Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards for evaluation as there were no allegations or indications of a device malfunction. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (type 1 bicuspid valve) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards affiliate in italy, during a transfemoral tavr procedure, a 26mm sapien 3 ultra valve was implanted in the aortic position. Post deployment, the patient showed signs of an aortic dissection with pericardial effusion. The procedure was converted to open surgery. An annular rupture was observed. A patch was placed in the left ventricular outflow tract (lvot). The sapien 3 ultra valve was explanted, and a surgical valve was placed. Post procedure, no neurological issues were reported. As the patient started moving, a mitral insufficiency was noted. The mitral insufficiency was being treated with medication. It was perceived that the annular rupture occurred at the raphe of the bicuspid aortic valve. Contact with the papillary muscle during the aortic valve replacement surgery may have contributed to the mitral insufficiency.